Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve embolized into aorta was confirmed based on evaluation of the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, ''while deploying the valve, the valve appeared not to be completely aligned between balloon markers, and the valve slipped from the balloon and embolized into the aorta. The sapien 3 valve was post-dilated and fixed in the descending aorta and a second valve was successfully implanted in the aortic position''. Per evaluation of the provided imagery, the valve was not within valve alignment markers. Per training manual, ''check thv is exactly between the valve alignment markers'' prior to thv deployment. In this case, the crimped valve was not within valve alignment markers prior to deployment, which led to early balloon inflation at the distal end of balloon, and pushed the partial crimped valve toward aorta, resulting in valve embolized into aorta. As such, available information suggests that procedural factors (improper valve alignment prior to valve deployment) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02646.

Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in croatia. As reported, this was a case of a 26mm sapien 3 transcatheter heart valve, implanted in the aortic position by transfemoral approach. During the procedure, difficulties were found when crossing the native valve, so the commander delivery system was pulled back and navigated with the flex wheel until the team was able to successfully cross the native valve. While deploying the valve, the valve appeared not to be completely aligned between balloon markers and the valve slipped from the balloon and embolized into the aorta. The sapien 3 valve was then post-dilated and implanted in the descending aorta. A second valve was successfully implanted in the aortic position. The procedure ended successfully and the patient was stable throughout. As per medical opinion, the root cause of the event was anatomical factors. The patient had a very calcified native aortic valve which led to pushing the delivery system with force and it causing the valve to slip from the balloon. This occurred even though the native valve was pre-dilated with a 22mm non-edwards balloon.